Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The patient¿s mother reported the continuous glucose monitor was not functioning properly; however, specific issues were not provided. The patient experienced nausea and vomiting and her blood sugar was 587 mg/dl. Emergency medical services (ems) was contacted and transported the patient to the hospital. The patient hospitalized and received fluids and insulin via intravenous (IV) therapy to treat diabetic ketoacidosis (dka). It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. At the time of contact, the patient was at home in stable condition. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.